Event description:
Customer reported that the insulin pump returned a battery out limit earlier in the day of the call. Review of the insulin pump's alarm history also showed that a no delivery alarm had recently been returned. Customer declined troubleshooting for the no delivery alarm. Blood glucose level was 326 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.